Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) since the rptr was not reachable by phone for follow-up questions. The lay user/rptr contacted lifescan customer service in 2009 alleging that the pt's one touch basic meter was reading inaccurately low. The inaccuracy issue reportedly first occurred the month prior. A blood glucose result of "13 mg/dl" from the subject meter was reported to be inaccurately low compared to an unspecified result from another device. The dates/times of these tests were not specified; however, it was noted that the results were obtained within 10 minutes of each other. It is unk if the pt was symptomatic when the "13 mg/dl" result was obtained. At an unspecified time after the inaccuracy issue began, the pt passed out. It is not known when the pt last tested on the subject meter before she passed out and if her blood glucose levels were tested on subject meter during the incident. It was noted that the pt administered self-treatment with 30 units of novolog and with more food/drink six days later at 6:30 pm. It was also noted that the pt obtained a "278 mg/dl" blood glucose result on an emergency medical services (ems) meter at 6:30 pm but the date was not specified. Since it is unk when the pt passed out and when the pt was tested on the ems meter, it is unclear if both events were related. It would be helpful to know if the pt received any diabetes-related treatment from the ems. According to the csr, the "13 mg/dl" result from the subject meter was greater than 30 mg/dl different from the result from the other device. However, it was noted that incorrect techniques were used and the test strips were expired, past discard date and/or stored improperly. These use errors can contribute to inaccurate meter readings. There is no indication that the product malfunctioned since customer service noted some user errors that can contribute to inaccurate meter readings. However, this complaint is being reported because the pt reportedly passed out after obtaining alleged inaccurate meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.